Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when loading a cartridge, the customer received a cartridge change error notification. There was no reported impact to the customer's blood glucose level. Reportedly, a cartridge was loaded successfully.